Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with defibrillation electrodes. The customer reports that during a scheduled cardioversion, the nurse noted a reddened and blistered area where the defib pad had been. The customer further reports the doctor prescribed silvadene cream for the patient.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.